Event description:
It was reported to boston scientific corp on 9/5/08, that a lithocatch immobilizer device was used during an unk procedure. According to the complainant, they were unable to open the basket during preparation. Another device was used to complete the procedure with no pt complications reported as a result of this event.

Manufacturer narrative:
The suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined.